Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the stylus of the device would not calibrate; the stylus calibrated with a known good overlay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.